Manufacturer narrative:
Date rec'd by MFR: 02jul2019. Date of report: 07aug2019. The technician confirmed the customer allegation and recommended replacement of the power supply to address this issue. The technician replaced the power supply to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 03oct2019. Date of report: 03oct2019. No fault found. Unable to replicate reported failure for either central processing unit or power management boards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/17/2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Ac power loss. There was no patient involvement.